Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number: 3006705815-2023-06686. Information was received that the patient experienced an infection at the lead and ipg site. As a result the system was explanted. Additional information was received that a new system was implanted at a later date after the infection resolved. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
It was reported that the patient's system was explanted due to an infection. Company representatives were not present at the surgery or aware until after the procedure. A new system will be implanted at a later date. No further information is available.